Event description:
The device ligasure impact ref # lf4418 was malfunctioning. Dr [redacted] was unable to get the device to properly seal, despite following machines instructions to clean and clear device jaws. No harm to patient. Manufacturer response for electrosurgical, cutting coagulation accessories, ligasure impact (per site reporter). Waiting for their response.